Manufacturer narrative:
Section d4: catalog number and primary UDI corrected. Section d9: corrected. Manufacturer's investigation conclusion: a specific cause for the reported decrease in flow or the patient¿s bacteremia could not be conclusively determined through this evaluation. Eurosets (the device manufacturer) reviewed the provided information and determined that there was no correlation between the event and eurosets oxygenator. The oxygenator was returned to abbott where a visual inspection was performed that revealed no obvious damage. The device history record for the oxygenator, lot #7456308, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Eurosets reviewed the provided information and determined that the detected values of pressure change are in line with the technical specification. If there was something going wrong with the patient or device, eurosets would expect that a decrease in flow would be correlated with an increase in pressure values. Based on the information provided, eurosets determined that there was no correlation between the event and eurosets device. The production documentation for the eurosets amg pmp oxygenator, lot #7456308, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including infection/bacteremia. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. The IFU also warns that the benefits of extracorporeal circulation must be weighed against the risk of systemic anticoagulation. Before the cardiopulmonary bypass, administer to the patient an adequate dosage of anticoagulant, and adjust dosage through monitoring during and after the bypass. The anticoagulation therapeutic range should be based on an appropriate coagulation monitoring system relying on more than one parameter. Thrombosis situation may lead to a possible marked decrease of the blood-gas exchanger performances (device thrombosis detectable through significant pressure drop, with consequent decreased blood flow and reduced gas exchange). Under the section titled ¿during bypass,¿ the IFU warns that the act (activated coagulation time) must always be =480 seconds to ensure adequate anticoagulation of extracorporeal circuit. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. Use sterile methods during all replacement procedures. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was cannulated for venous-venous extracorporeal membrane oxygenation (vv ECMO) and went on extracorporeal membrane oxygenation (ECMO) at 1802 and gradually started to lose flow over the next 30 minutes. A reason for the loss of flow had not been identified and log files were not available. Oxygenator inlet and outlet pressures were not available as they were not monitored and a copy of the gas analysis with values of pre- and post- oxygenator saturation was also not available. The patient was noted that the patient had an infection at the time of the event. Methicillin-susceptible staphylococcus aureus was identified, and the source of the infection was noted to be bacteremia. The infection was treated with antibiotics. An emergent oxygenator change was required, and the circuit was switched to the cardiohelp at 1844. At 2017, their partial thromboplastin time (ptt) was 76.6 seconds. A repeat echocardiogram showed worsening bi-ventricular function, so the patient was placed on venoarterial-venous extracorporeal membrane oxygenation (va-v ECMO). The patient's bilateral lower extremities (ble) were mottled, and they were taken to the catheterization lab for angiogram of ble and vascular consult. There was a concern that there was severe spasm of distal vessels. During the case, the patient became hemodynamically unstable again and developed metabolic acidosis. They were taken back to the intensive care unit (ICU) and became severely vasoplegic and were unable to maintain mean arterial pressure or ECMO flow. The death was not considered to be device related.

Manufacturer narrative:
A1 and a4 - patient information requested, but not yet provided.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went on extracorporeal membrane oxygenation (ECMO) at 1802 and gradually started to lose flow over the next 30 minutes until the circuit was switched to the cardiohelp and a different oxygenator at 1844. At 2017, their partial thromboplastin time (ptt) was 76.6 seconds. A reason for the loss of flow had not been identified and log files were not available. Oxygenator inlet and outlet pressures were not available as they were not monitored and a copy of the gas analysis with values of pre- and post- oxygenator saturation was also not available. Related manufacturer reference number: 3003306248-2023-08404 (centrimag console) related manufacturer reference number: 3003306248-2023-08405 (centrimag motor) related manufacturer reference number: 3003306248-2023-08406 (centrimag blood pump)